Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip surgery, knee operation and vaginal itching. Current weight 135 lbs (B)(6) 2017 -pathology report final diagnosis uterus/bilateral fallopian tubes, hysterectomy/bilateral salpingectomies chronic cervicitis without any definitive foci of squamous or glandular dysplasia (entirety of cervix submitted for histologic evaluation) . Early secretory phase endometrium. Myometrium and uterine serosa-no lesions. Paratubal cyst, small, left. No evidence of definitive atypia/dysplasia or malignancy (B)(6) 2017 -hcg ql serum- negative. Concurrent conditions included chronic cervicitis, paratubal cyst, uterine bleeding, ovulation pain, ovarian cyst ruptured, joint dislocation and frequency urinary. Concomitant products included ibuprofen (motrin) and paracetamol (tylenol). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), hypertonic bladder ("bladder or urinary problems or changes-overactive bladder"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), pelvic discomfort ("other discomfort"), hypothyroidism ("hypothyroidism"), cervical dysplasia ("cervical dysplasia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and endometrial thickening ("thickened endometrium") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, hypertonic bladder, urinary tract infection, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, weight increased, weight decreased, nausea and pelvic discomfort had resolved and the hypothyroidism, cervical dysplasia, vaginal haemorrhage and endometrial thickening outcome was unknown. The reporter considered abdominal pain, alopecia, cervical dysplasia, cystitis, endometrial thickening, fatigue, genital haemorrhage, hypertonic bladder, hypothyroidism, menorrhagia, nausea, pelvic discomfort, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for the following events chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problem, uti, bladder infection, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, weight loss, nausea and discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:cervical dysplasia, hypothyroidism, overactive bladder, weight loss, vaginal discharge, pelvic pain, endometrial thickening, weight gain, urinary tract infection most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received- new events hypothyroidism, abnormal bleeding (vaginal), thickened endometrium, cervical dysplasia were added. Event bladder or urinary problems or changes updated to overactive bladder. New reporter, race, medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic/abdominal') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and pelvic discomfort ("other discomfort") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, urinary tract infection, cystitis, vaginal infection, vaginal discharge, fatigue, alopecia, weight increased, weight decreased, nausea and pelvic discomfort had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic discomfort, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for the following events chronic, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problem, uti, bladder infection, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, weight loss, nausea and discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: new events chronic, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, bladder problems, urinary problem, uti, bladder infection, vaginal infection, vaginal discharge, fatigue, hair loss, weight gain, weight loss, nausea and discomfort was added. Date of birth added. Removal date added. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.